Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. While troubleshooting with tandem technical support, the customer attempted to reload the cartridge, but received a minimum fill notification. The customer then loaded a new cartridge and completed the load process successfully. There was no reported impact to the customer's blood glucose level.